Event description:
It was reported that after the spring wire guide was placed, the physician experienced difficulty advancing the iab over the wire guide, but was able to insert the iab. Pumping began, but the balloon on the iab would not inflate fully. Also, aspiration of blood through the central lumen was difficult. Because of this, the iab was removed and replaced. There were no pt complications.

Event description:
It was reported that after the spring wire guide was placed, the physician experienced difficulty advancing the iab over the wire guide, but was able to insert the iab. Pumping began, but the balloon on the iab would not inflate fully. Also, aspiration of blood through the central lumen was difficult. Because of this, the iab was removed and replaced. There were no pt complications.